Manufacturer narrative:
(B)(4) the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats procedure, new gun + clips, cleaning jaws, when use the first clip shows difficult to fire, clip in the anastomotic did not normal clips. When re-loading and difficult to firing for the second clip. Replaced a new device to complete the surgery. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Medical device: batch # p58u69. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60g cartridges reloads present. The cartridge reload (b) was received fully fired. The cartridge reload (c) was received partially fired. The returned device and cartridge reload (c) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.